Event description:
This rv lead was implanted on (B)(6) 2006 and remain implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).